Event description:
It was reported that during a rectum procedure, the device jammed. Two clips released at the same time after the fifth activation. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). Device fired through lockout. Eval summary: the analysis results of the (B)(4) device found that the instrument was returned empty and with the lock out mechanism broken as it was fired through. The instrument is designed to lock out after all the clips have been fired; therefore, a potential cause of the customer reported experience is the firing of all of the clips and the instrument "jammed" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. No incident related to the reported event was observed during the batch record review.